Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the screen was broken and therefore the bezel shield assembly was replaced and the overlay/xy board connection was reseated. It was further noted that the stylus tip was damaged and it was not functional and it was therefore replaced and recalibrated to the touch screen. The hard drive was reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen was broken. The programmer was returned for service as well as a requested test and calibration procedure. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.